Event description:
A customer reported receiving a glucose result of 173 mg/dl on their freestyle freedom blood glucose monitor as compared to a result of 131 mg/dl on an unknown brand competitor meter. The customer then reported a separate incident where she described receiving an unspecified high reading on their freestyle freedom blood glucose monitor. They then reported increasing their daily dosage of lantus insulin by 50 units. Customer's doctor was made aware of this change. The customer then reported "falling asleep" in the middle of speaking with someone, and reported to have lost consciousness. The customer did not report seeking any medical treatment, nor was a diagnosis of hypoglycemia or hyperglycemia reported.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.